Manufacturer narrative:
The subject device remains implanted.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Event description:
It was reported that the patient presented with post operative bleeding from a pseudoaneurysm of the hepatic artery. Embolization of the pseudoaneurysm was performed. A stent was successfully deployed across the pseudoaneurysm neck; however, due to very tortuous anatomy, coiling the pseudoaneurysm through the stent was not possible. Multiple attempts with multiple guidewires as well as different guide catheters were attempted without success. Repeat angiogram during the procedure demonstrated in stent thrombosis. This was a known possible complication of the procedure as anticoagulation was not possible due to the actively bleeding pseudoaneurysm. Coil embolization was performed at the proximal end of the stent. No further information is available.

Event description:
It was reported that the patient presented with post operative bleeding from a pseudoaneurysm of the hepatic artery. Embolization of the pseudoaneurysm was performed. A stent was successfully deployed across the pseudoaneurysm neck; however, due to very tortuous anatomy, coiling the pseudoaneurysm through the stent was not possible. Multiple attempts with multiple guidewires as well as different guide catheters were attempted without success. Repeat angiogram during the procedure demonstrated in stent thrombosis. This was a known possible complication of the procedure as anticoagulation was not possible due to the actively bleeding pseudoaneurysm. Coil embolization was performed at the proximal end of the stent. No further information is available.